Event description:
Caller reported an alarm 2 followed by alarm 26, indicating an occlusion issue. The customer's blood glucose level was reported as "high," surpassing 500 mg/dl (27.7 mmol/l). To address the high glucose levels, the customer administered a correction bolus via the pump and did not require third-party assistance. Reportedly, the customer was using fiasp insulin with the pump. Tandem customer technical support informed customer that fiasp insulin is off-label per the user guide. The customer resolved the issue by changing the infusion set and cartridge and resumed insulin therapy.